Event description:
Caller told by pt that recharger (rtm) getting hotter while charging ins and patient is having issues with connectivity while trying to charge the implantable neurostimulator (ins). This issue started about a week ago.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger was returned and the analysis shows recharger antenna failure with the message no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller told by pt that recharger (rtm) getting hotter while charging ins and patient is having issues with connectivity while trying to charge the implantable neurostimulator (ins). This issue started about a week ago.